Event description:
The reviewed literature article contained a study that included 27 medtronic delta shunts, placed between (B)(6) 1993 and (B)(6) 1996. The source literature reported the following events: 5 revisions due to obstruction, 3 due to infection, 1 due to overdrainage, 1 due to fracture, and 1 due to disconnect.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Jain h, sgouros s, walsh ar, hockley ad. The treatment of infantile hydrocephalus: "differential-pressure" or "flow-control" valves. A pilot study. Childs nerv syst 2000 april; 16(4):242-6.